Event description:
The pt reportedly experienced intermittency. External equipment was exchanged, however, this did not resolve the issue. The pt's device was explanted. The pt was reimplanted with another advanced bionics device.